Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Five photos were provided for evaluation. Based on the photo review, the investigation is inconclusive for failure to advance as the event was unable to be duplicated. The investigation is also inconclusive for material separation as the photos did not show a clear image of the distal tip with out the thrombus covering the area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review:the current IFU (instructions for use) states: warnings and precautions: when using the crosser catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization/angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter.

Event description:
It was reported that after passing the recanalization catheter through the lesion, the catheter allegedly became lodged within the vessel. It was further reported that the health care provider (hcp) used guided fluoroscopy to demonstrate that the distal tip separated from the catheter but was still attached by the core wire. The recanalization catheter was activated and the hcp was able to remove the catheter from the patient. Upon removal, tissue was identified wrapped around the distal tip. The distal end of the catheter with the tissue was cut and sent to pathology for evaluation. No further treatment with the recanalization catheter was required and the procedure was completed with balloon angioplasty. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after passing the recanalization catheter through the lesion, the catheter allegedly became lodged within the vessel. It was further reported that the health care provider (hcp) used guided fluoroscopy to demonstrate that the distal tip separated from the catheter but was still attached by the core wire. The recanalization catheter was activated and the hcp was able to remove the catheter from the patient. Upon removal, tissue was identified wrapped around the distal tip. The distal end of the catheter with the tissue was cut and sent to pathology for evaluation. No further treatment with the recanalization catheter was required and the procedure was completed with balloon angioplasty. There was no reported patient injury.